Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Device not returned to the manufacturer

Event description:
It was reported that the patient's right hip was revised. As reported: "chronic dislocation and trunnionosis." Confirmed dislocation was of the head from the liner. The stem had previously been reported for trunnionosis and had been left in-situ. A head, 10° liner, and sleeve were revised to another head, constrained insert, and sleeve (the stem was again retained).